Event description:
An email from the distributor stated that the product was defective. Product had holes in it.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.